Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that verification could not be performed due to the deformation of the curved suction. The network connector broke. There was no patient involvement.

Manufacturer narrative:
H3: analysis was performed for product: 9733450, lot number: 240404. It was reported that the returned curved suction was not able to verify when connected to a known good system. The suction displayed a divot error of 2.3mm to 2.4mm. Codes b01, c13 and d02 are applicable to this analysis. A05: applicable to the deformation of the curved suction. A0709: applicable to verification could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.